Event description:
During the 1st minute of treatment, a physical leak was noted on the blood pump, treatment stopped, blood was not returned. New set up done using same lot #, different machine and finished treatment with no issues. Patient lost 200ml of blood. No hospitalization. Hbg rechecked, no data on baseline hgb and no result yet. IV antibiotics started as a prophylaxis. The biomed also checked the machine and ordered some parts of the blood pump segment. The manager also mentioned that they just had a recall of some of the machines because of issues with the blood pump segment. Other devices used: fresenius 2008t.

Event description:
During the 1st minute of treatment, a physical leak was noted on the blood pump, treatment stopped, blood was not returned. New set up done using same lot #, different machine and finished treatment with no issues. Patient lost 200ml of blood. No hospitalization. Hbg rechecked, no data on baseline hgb and no result yet. IV antibiotics started as a prophylaxis. The biomed also checked the machine and ordered some parts of the blood pump segment. The manager also mentioned that they just had a recall of some of the machines because of issues with the blood pump segment. Other devices used: fresenius 2008t.